Manufacturer narrative:
IFU was reviewed and it includes hypotony and choroidal's as known complications and adverse reactions. Pre op iop was 23 mmhg with primary open angle glaucoma in the severe stage plus dry eye syndrom. The post op iop only came up to 1 mmhg with multiple injections.

Event description:
Patient had choroidal's and doctor cannot keep ac formed.